Manufacturer narrative:
An investigation was carried out into this complaint. It was reported by the customer (B)(6) home located in the USA, that the sling clip detached during the resident (male, age (B)(6), weight (B)(6) lbs) transfer from a bed to wheelchair. When the arjohuntleigh maximove lift was maneuvered toward the wheelchair, one of the clips on the sling detached from the device spreader bar lug. As a result, the resident slid onto the floor but did not sustain any injury. Arjohuntleigh service technician who inspected the lift after the event did not find any fault within the device. The arjohuntleigh sling was not made available for inspection as it had been discarded by the customer. It is unknown if the sling was removed from use because it was damaged or as a precaution. The passive clip slings instructions for use (IFU, 04.sc.00-int1_2, october 2014) indicates the steps of proper clip attachment procedure: "attach the clips (5 steps) place the clip on the spreader bar lug. Pull the strap down. Make sure the lug is locked at the top end of the clip. Make sure that strap is not squeezed in between the clip and the spreader bar. Make sure the straps are not twisted." "Warning: to avoid the resident from falling, make sure that the sling attachments are attached securely before and during lifting process." Based on the product knowledge and a simulation, it comes forward that when the labeling is followed and the sling is placed in the correct way and the instructions of using the system is followed, there is no possibility of a patient drop or other adverse event during the transfer of the patient with the sling and lift. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. In the reported incident, the customer stated that the clip was attached before patient lifting, also that the resident weight was 100% supported by the sling however the nurses could not indicate which clip detached (leg or shoulder) also no information about patient medical condition was provided by the customer. For this reason it is unknown why the sling clip detached. Without sling evaluation, and with this limited information the exact root cause cannot be established. In summary, upon the investigation, when the event occurred, the device was being used for patient handling and in that way it played role in the reported incident. Because the sling clip detached from the lift spredaer bar, it failed to meet its performance specification.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported by the customer that "during a transfer with a maxi-move, the sling became unattached from the lift". The resident was transferred from the bed to wheel chair with assistance of two certified nurses. When the lift was moved towards the wheel chair, one of the clips on the sling detached from the lift. As a result, the resident slid onto the floor but did not suffer any injury.